Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D11 medical products: articular surface fixed bearing; p/n: 42511200416 , l/n: 62632159; femur cemented; p/n: 42502605801, l/n: 63702261; tibia cemented; p/n: 42532006701, l/n: 63683014; all poly patella cemented; p/n: 42540000032, l/n: 63764251; palacos rg 1x40 single; p/n: 00111314001, l/n: 85714575l16. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications during the removal of antibiotic spacers and implantation of persona primary components. No evidence of infection was noted. Review of the records from the revision surgery identified the patient was experiencing increasing pain in the latera tibial plateau and severe pain with ambulation. Osteolysis was noted on the lateral tibial plateau. Extensive scar tissue was excised. The femoral component was noted to be loose and it was identified that cement had adhered to the femoral and tibial components but not to the bone. No wear was noted on the articular surface and no signs of infection were present. The patella was not revised. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, pain, loosening, and osteolysis are known potential adverse effects of this procedure. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00008 - 1; 0001822565 - 2020 - 01126.

Event description:
It was reported the patient had a revision procedure 2 years post-implantation due to osteolysis, pain and loosening. Subsequently, all components were revised expect the patella. The surgeon noted during the revision procedure that the bone cement had adhered to the femoral and tibial implants, but not the patient's bone. Further, the surgeon noted the patient had extensive scar tissue that was excised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b2, b3, b4, b5, b7, d4, d7, e1, g4, g7; additional: h1, h2, h6, h10. D4 UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42521000414, l/n: 62632059. Femur cemented; p/n: 42502605801, l/n: 63702261. Tibia cemented; p/n: 42532006701, l/n: 63683014. All poly patella cemented; p/n: 42540000032, l/n: 63764251. Palacos rg 1x40 single; p/n: 00111314001, l/n: 85714575l16 qty: 2. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00716, 0001822565 - 2019 - 04227, 3007963827 - 2019 - 00281.

Event description:
It was reported the patient is experiencing osteolysis, pain and loosening after initial surgery. Subsequently, a revision procedure is indicated to be necessary. However, no revision procedure has been reported to date. No additional patient consequences were reported.